Manufacturer narrative:
The sample is not available for evaluation. Upon completion fo the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The nature reported the patient became unresponsive during the injection of the IV antibiotic through the bd nexiva device. The patient couldn't breathe or move. The symptoms were typical of a muscle relaxant drug. An met call was issued and the patient recovered. The cannula was flushed with saline. The patient had been given anaesthetic (suxamethonium and actracurium earlier in the day. Residual muscle relaxant in the dead space of the y-port is suspected.